Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-july-2024, patient complained about infusion set fell off during use. Patient blood glucose at the time of issue was 141 mg/dl. Infusion sets was in use for 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.